Manufacturer narrative:
Testing of the pump indicates it was above volumetric accuracy test parameters. Pump was calibrated to resolve the issue.

Event description:
Information received indicates that during pm testing, the pump was not infusing properly. The volume accuracy "way off" and unable to be calibrated properly.